Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2024). Device not returned.

Event description:
It was reported that the catheter allegedly fractured and migrated into the heart. It was further reported that another intervention for catheter extraction and refitting was planned. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one titanium powerport low profile attached to a segment of catheter and a separate cath-lock were returned for evaluation and one electronic photo was provided for review. Visual, microscopic visual, dimensional and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation as a complete compound break was noted on the catheter segment on the port stem area and the photo review results also confirms the same. The edges of the compound break were jagged and the surface was both granular and smooth. However, the investigation is inconclusive for the reported migration as enough information is not available to confirm the issue and the reported event cannot be replicated in the lab. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter allegedly fractured and migrated into the heart. It was further reported that another intervention for catheter extraction and refitting was planned. The patient's current status was unknown.